Event description:
Subsequent to the initial MDR, additional information was provided on 11/10/2025. The patient stated that they met with the surgeon after the initial report (it was previously reported that she received a prescription for a topical antibiotic (bacitracin ointment) and was told to return in two weeks) but the surgeon could not find the filament after the procedure. The are was inflamed and irritation and the patient was waiting to see what happens. The patient reported being cautious about not using the are for their sensor/pump. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information.

Event description:
It was reported that a detached sensor wire occurred. The wearable was inserted into the upper buttocks, which is an off label usage of the device. On (B)(6) 2025, after the sensor was removed, the patient alleged that the sensor wire had detached from the sensor pod and remained in the skin, leaving a tiny bump at the insertion site. The patient¿s husband used tweezers but could only extract a part of the sensor wire from the skin and sanitized the area afterward. On (B)(6) 2025, follow up contact was made with the patient. It was reported that she visited an urgent care clinic with her husband earlier that day. An x-ray was performed, revealing no signs of the wire being lodged beneath the skin. The attending physician subsequently referred her to a surgeon that very day. The surgeon injected local anesthesia and created a 3 mm incision but could not find the wire, then cleaned the incision and bandaged the area. She received a prescription for a topical antibiotic (bacitracin ointment) and was told to return in two weeks. No product was provided for evaluation. A photograph of the insertion site was provided. There is no visible sensor wire sticking out from the skin. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).